Event description:
Litigation papers allege that corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. It is further alleged that the patient has experienced severe pain and discomfort and inflammation in her left thigh and hip area, as well as her groin. Patient has experienced episodes of a grinding and popping sensation in her left hip.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
The unknown depuy pinnacle hip that was reported in the wpc was changed to pinnacle metal liner. The head and stem were added to the impacted product due to a large amount of toxic cobalt chromium. Added patient dob.

Manufacturer narrative:
(B)(4).